Manufacturer narrative:
Results of investigation: the associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The compression screw fractured in half and both pieces were returned. The devices are heavily damaged from implantation and extraction. The devices were manufactured in 2019. The medical investigation concluded that this complaint from germany reports the revision/removal of an intertan nail and (2) two broken screws secondary to pseud arthrosis with hip head necrosis - the two compression screws broke while being removed. The screws were removed towards the acetabulum, which required an extra bone hole. This occurred nine (9) months post implantation. Then (1) one month later and status post (2) two luxations the hip was revised again with a ¿plug in head and an inlay exchange. The operative reports were submitted along with an x-ray with the original nail insitu, which supports the report of the broken compression screws. The impact to the patient beyond the pain and recovery with three surgeries so close together cannot be determined. In conclusion, the provided information does not reveal a root cause for the ¿pseud arthrosis and hip head necrosis¿ nor for the root cause for the ¿luxations¿ post the second revision. Poor bone quality could have contributed to both issues. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate case reported under report number 1020279-2020-01312.

Event description:
It was reported that during a revision surgery(covered under (B)(4)) when unscrewing the lower screw, the screw breaks at height of the nail. Xray does not show it because of the overlay of the nail. The support screw above cannot be loosened either since both screws are locked together. The screws were removed towards the acetabulum. This required an extra bone hole.